Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew would not tighten was confirmed in the laboratory. The upper part of the atrial hex inset was stripped and excessive medical adhesive was found in it.

Event description:
It was reported that the atrial setscrew could not be tightened. The device was not implanted.